Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted nephrectomy procedure, the dextrus retractor was placed and the seal cap assembly was attached. When the surgeon attempted to place his hand in the device, the device tore. Another device was used to complete the procedure. There was no patient consequence.